Event description:
Informational affiliate reported that the device was placed into the thoracic cavity following a partial pneumonectomy and connected to continuous suction device. No drainage was obtained. A replacement device was placed. There were no reported adverse patient consequences.

Manufacturer narrative:
H-6 conclusion: the product upon which this medwatch is based is anticipated.